Manufacturer narrative:
Immucor technical support assessed the test well images on the testing instrument using a remote electronic connection method on (B)(4) 2016. The test wells were visually negative. The immucor laboratory tested retention product on 20may2016 and 23may2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer reported unexpected negative outcomes when validating an instrument assay for tpha assay, using tpha screen test cells.